Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: dissection requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that a dissection of the right coronary artery occurred when the stent was implanted. The stent performed well and there were no issues with the product itself. The dissection was treated with surgery. The outcome for the pt following surgery is stable. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation - dissection is a known outcome of coronary stenting procedures, and is listed as a potential adverse event in the device instructions for use. Although hospitalization is not specifically listed in the IFU, it is an expected result of having a surgery to treat a dissection. Reportedly, there was no damage noted to the device prior to or during use, and there were no difficulties reported deploying the stent implant. Although there are no indications of a product quality issue, a conclusive root cause for the reported event and the relationship to the device, if any, cannot be determined.